Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6) 02-010-03-0335 - logic cr femoral cem, right, sz 3.5. (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 200-02-35 - three peg patella 35mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee was revised approximately 10 years post initial operation. The reason of revision is unknown. Patient was revised to exactech devices. Liner was exchanged to a crc size 5, 11mm. Patient was last known to be in stable condition following the event.